Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the luer plate was dislodged from the chassis and stuck in past the chassis backend. Engineering concluded that the damage was most likely due to improper cleaning. Engineering also found various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing the da vinci si surgical cobra grasper instrument port fell in while being cleaned. No patient harm, adverse outcome or injury was reported.